Manufacturer narrative:
(B)(4) - cartridge damaged, loading technique. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. Please reference the instruction for use for more information. The instrument was tested for functionality with the test cartridge reload and it performed as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colectomy, the knife did not move forward at the 2nd firing. The staple height was gold. There was an unexpected resistance when the anvil half and the cartridge half were combined. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, it was found that the dog house was damaged.